Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 193 mg/dl on the advantage sys (meter, comfort curve strip lot # 549407, exp date 12/31/2007) and 95 mg/dl on a professional's meter within 10 mins. The discrepant results were obtained at a physician's office. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent.